Manufacturer narrative:
No sample was returned. Analysis of the retain sample for lot 401809, lot 401609 confirmed that the lot is sf6 and meets all release criteria. There is no evidence that the sf6 was the cause of the reported incident.

Event description:
Ref. Complaint # (B)(4). Case 1 - patient ag, 72-year-old female, surgery. Surgery (B)(6) 2025 for repair of an atypical macular hole. Instilled sf6 gas at the end of surgery. Post op day 1 - 90% gas fill, iop 22. Post op day 10 iop 47 and almost total gas fill (would be expected to be reduced to about 30% fill normally at that stage) required pars plana tap of gas and pressure lowering drops. Follow up 2 days later pressure was acceptable on medication too early to tell if there is any field loss or residual sequelae but overall, I think she will do well. - note that I suspected the problem here is that the nurses actually made an error and gave me c3f8 gas rather than sf6, but not certain of that in light of the 2 subsequent cases.

Manufacturer narrative:
No sample was returned. Analysis of the retain sample for lot 401809, lot 401609 confirmed that the lot is sf6 and meets all release criteria. There is no evidence that the sf6 was the cause of the reported incident.

Event description:
We have an unusual incident to report, and not sure if you had similar complaints from others, but our sf6 gas has caused number of really high ocular pressures with dr.(B)(6) patients last week, and so far, one reported case from dr.(B)(6). We have switched the tanks today but wanted to check if you had these reports from elsewhere and if there is a way to investigate whether or not something has compromised the affected item. The lot # is 401809.